Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/3/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did the needle fall into the patient? Yes ¿ it is assumed the tip fell into patient if yes, was the needle piece(s) retrieved during the same procedure? No. Were x-rays taken to locate the needle piece(s)? No; consultant deemed the needle tip too small to be seen on x-ray so no images taken. What measures were taken to retrieve the broken piece? None. Was there any additional tissue damage as a result of searching for the needle piece? N/a. Does a piece of the needle remain in the patient¿s tissue? Yes ¿ assumed so. If yes, is there any plan in place to remove the needle piece in the future? Unsure if yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Please provide the product code and lot number: mcp496 or mcp3205 (unsure which length used) unfortunately the needle and packing was discarded so we don¿t have this information. I have received this information regarding the incident unfortunately no product or packaging was retained.

Event description:
It was reported that the patient underwent a debridement and removal of plates for a right facial defect, bilateral neck access, composite rfff (radial forearm free flap) with skin graft from the left arm and reconstruction of the defect of right maxilla on (B)(6) 2023, and suture was used. During the closing of the operative site on the neck, max-fax spr retuned the 4.0 monocryl suture and the scrub nurse noticed that the sharp tip of the needle was broken. Spr was asked was happened, and he said he is not sure what happened to it. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4 (product code) - the actual product code associated with this event is not known. The possible product codes are reported as follows: mcp496, mcp3205. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if which is the product code reported in this file: mcp496 or mcp3205? Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Please provide the product code and lot number. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.